Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they just got out of hospital. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose level. Customer declined troubleshooting. Customer stated that automode feature was on. Customer experienced symptoms such as nausea related to high blood glucose level. The insulin pump will not be returned for analysis.